Event description:
It has been reported to philips that the system intermittently failed to boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During preventive maintenance, it was found that the system intermittently did not turn on properly, and the software did not load. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file confirmed the malfunction of the suite pc, and it was found that multiple system startups, the suite-pc malfunctioned (did not start). As part of the troubleshooting, the fse attempted to restart the suite pc but was unsuccessful. Since the problem persisted, the fse determined that suite pc hard disk and software are defective. The defective suite pc was returned to philips for further analysis. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the suite pc and reloading the related software by the field service engineer has resolved the reported issue and restored the functionality of the system. After functional checks with positive results, the system was returned to working conditions. The codes were updated based on the investigation outcome.